Event description:
Patient placed on rotoprone bed. After patient placed on bed, head support system did not work. When rn investigated, the pin intended to hold head system secure did not stay in place. It was noted that a paper towel had been stuffed into the pin housing. Also noted that at least one pin holding the patient placement pads in place had "snapped" off. This bed had just been delivered earlier same day. Patient needed to be proned and was not until replacement bed arrived 5 hours later. The manufacturer came and took the bed away. Also, we had another rotoprone bed that broke the same day.